Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician observed this right ventricular lead's threshold measurements to be high. The physician decided to replace the lead because the patient is dependent on the pacemaker's therapy. The implantable pulse generator was also replaced during the procedure after taking into consideration the remaining battery life and risk of the patient acquiring an infection. There was no allegation against the longevity of the pacemaker. This lead was surgically abandoned.